Event description:
It was reported there was an issue where contract three would go bad. It would spontaneously be doing an open circuit. The health care professional would re-torque the setscrew down and ¿things were okay.¿ this issue was seen twice. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).